Event description:
During the coil embolization procedure to treat a pcom aneurysm, the second orbit rdfl complex mini coil (638mf0407/15715660) stretched during re-position after echelon 10 (mc) microcatheter was positioned at the target site. Then, the coil was withdrawn and it was changed to another one to complete the procedure with the same microcatheter. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event, and the coil will be returned for analysis.

Manufacturer narrative:
During the coil embolization procedure to treat a pcom aneurysm, the second orbit rdfl complex mini coil (638mf0407/15715660) stretched during re-position after echelon 10 (mc) microcatheter was positioned at the target site. Then, the coil was withdrawn and it was changed to another one to complete the procedure with the same microcatheter. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event, and the coil will be returned for analysis. A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received partially zipped and it was found without damages. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were inspected and were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damages while the embolic coil stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coils were confirmed. It was reported that during placement, the microcatheter was repositioned over the coil. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Based on the available information and report of no damages prior to repositioning it would appear that procedural factors may have contributed to the damage. Additionally inspections are in place to prevent this type of damage leaving from the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15761088 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.